Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no serious injury associated with the complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2018 with the following findings: during investigation, no battery compartment cracks were observed. Evidence of moisture was found inside the battery compartment. The pump case was removed to find evidence of additional moisture inside the pump on the battery canister.